Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry with residue/debris on product. Visual inspection found no visible damage and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. PMA/510k- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.